Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system failed to expose, customer had to stop the footswitch to continue procedure. The fse reviewed the log files and found the cooling module flow switch opened. The fse calibrated the cooling module and refilled the oil to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not perform exposure when the pedal was pressed, and the system displayed low load. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.